Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a poor communication screen on their programmer. They were not able to communicate with their recharger. The patient indicated that the last felt stimulation a couple of weeks ago, which is also the last time they successfully recharged their implantable neurostimulator (ins). The patient noted that they are unable to connect or recharge the ins. They also mentioned having a reposition antenna screen on their recharger. The patient was to follow up with their healthcare provider. They were implanted for spinal pain. No further complications were reported.